Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 23,397 joules. Also, it was reported that the fiber cap was retrieved without incident. No patient injury was reported.